Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 364 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.